Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
One month post-implant, the lead was found to have dislodge. The lead was explanted when an attempt to reposition was unsuccessful.